Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.6-11.7cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. No adverse consequences were reported.